Event description:
Giraffe bed alarmed for "fan malfunction" however, everything appeared to be functioning okay (appropriate heat output and baby's temp was fine). Bed turned off and turned back on. New error "system failure 25" noted on screen and bed would not function at all.after biomed investigated, we found the bearings of the fan motor were defective. This is the 6th one of these beds that have had this problem. We replaced the bearings and returned to service. We also checked with staff that perform the cleaning of the beds to make sure they were not causing liquid to enter into the fan motor bearings. Their cleaning method is fine, not getting liquid into the motor.what was the original intended procedure?warming the neonate.device #1is this a laboratory device or laboratory test?no.